Event description:
It was reported that no damage was observed on the device prior to initiating the procedure. After performing an ffr measurement, the guide wire became stuck in the distal stent struts while trying to cross. A kink was observed on the guide wire. The guidewire was removed from the patient's body without intervention. Upon removal, all portions of the guidewire were accounted for. The ffr procedure was aborted. There was no migration or deformation of the stent. The patient was released from the hospital according to the original treatment plan and in stable condition. There was no patient injury or adverse events reported.

Manufacturer narrative:
Internal reference: (B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The complaint device was not returned to the manufacturer due to being infectious; therefore a device evaluation could not be performed. No further action is required.